Manufacturer narrative:
Concomitant medical products: product ID: 978b128, serial#lot# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported a dislocated electrode during the test phase. It was noted that the patient did not feel stimulation. The electrode was replaced.

Event description:
The manufacture representative reported a dislocated electrode during the test phase. It was noted that the patient did not feel stimulation. The electrode was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, serial#lot# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.